Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported product is an unknown baxter transfer set. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as transfer line damage due to ¿secondary to manipulation¿. The peritonitis was manifested by cloudy effluent. One day prior to the peritonitis event, the patient was hospitalized for another indication. The same day as event onset, the patient was treated with intraperitoneal (ip) vancomycin and ip amikacin for the peritonitis (no further details). On an unknown date, during hospitalization, the patient experienced septic shock and was transferred to the intensive care unit for inotropic support. Eight days after the peritonitis event, the patient passed away. The cause of death was reported as due to sepsis. It was not reported an autopsy was not performed. It was not reported if the peritonitis was resolved prior to death. Pd therapy was ongoing prior to death; however, it was not reported if the patient was performing therapy at the time of death. No additional information is available.